Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be cardiac issues. Pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device event history log did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. A visual inspection was performed with no issues found. The power on self-test was successfully performed. A one hour simulated therapy was successfully performed. The device passed all check and calibration tests. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available,

Manufacturer narrative:
(B)(4). The device was manufactured on an unknown date in 1994. The device history record was reviewed and no issues were found that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.